Event description:
It was reported that the patient had complaints of sharp pain down their left arm since the implant of the pacemaker. It was decided to treat it as an infection. The device and all leads were explanted and a new device and leads were implanted two days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.